Event description:
This is filed to report a thrombus requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. When the steerable guide catheter (sgc) was inserted into the septum, a thrombus was observed on the left atrial wall. The sgc was removed, and aspiration of the thrombus was performed. Additional heparin was given and when the thrombus was no longer visible, the operation was resumed. The same sgc was re-flushed and de-aired and used to complete the procedure. One mitraclip was successfully implanted reducing the mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.